Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. In april 2021, the estimated battery longevity showed 3 years remaining. Approximately 2 years later in may 2023, the device declared end of life. This device currently remains implanted but is out of service. A device replacement procedure is intended to be performed within the week. It was noted that the patient did not have any follow-up between that time. No additional adverse patient effects were reported. Additional information: at this time, no further information has been provided as to whether a replacement procedure was performed to explant and replace this device. A good faith effort has been submitted to the field representative to obtain additional information.

Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. In (B)(6) 2021, the estimated battery longevity showed 3 years remaining. Approximately 2 years later in (B)(6) 2023, the device declared end of life. This device currently remains implanted but is out of service. A device replacement procedure is intended to be performed within the week. It was noted that the patient did not have any follow-up between that time. No additional adverse patient effects were reported. Additional information: the field representative provided further information indicating that this patient is not pacer dependent and is ventricular paced at 15%. This device was explanted and replaced with a competitor's device. No additional adverse patient effects were reported. This device is not available for return as it was discarded.

Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. In april 2021, the estimated battery longevity showed 3 years remaining. Approximately 2 years later in (B)(6) 2023, the device declared end of life. This device currently remains implanted but is out of service. A device replacement procedure is intended to be performed within the week. It was noted that the patient did not have any follow-up between that time. No additional adverse patient effects were reported.